Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient did not charge their ipg as recommended causing the ipg to become inoperable. Manufacturer's representative met with the patient and confirmed the ipg would not communicate with external devices. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored after surgery.